Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unexpected replace battery alerts while monitoring, multiple power error alarms were present in the format history file and power error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unexpected pump error alarmed during self test, problem isolated to keypad assembly. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, slightly stained serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 200 mg/dl at time of incident. The insulin pump was returned for analysis.